Event description:
Complainant alleged that during the cath lab set-up of the device for possible use on a pt (age and gender unknown), the device screen displayed a "discharge fault" and a "defib fault 80". There was no reported adverse effect on the pt as a result of the reported malfunction.